Event description:
It was reported that the beam out of the arm is misaligned and weak. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The reported weak aiming beam was confirmed. The fse performed all optics bench, silo and arm optical alignment procedures, and found that the aiming beam out of the arm was still misaligned. The fse also cleaned and performed alignment of all mirrors and found they were uncompromised. Additionally, it was found that the arm was having issues and needed replacement, which could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The reported weak aiming beam was confirmed. The fse performed all optics bench, silo and arm optical alignment procedures, and found that the aiming beam out of the arm was still misaligned. The fse also cleaned and performed alignment of all mirrors and found they were uncompromised. Additionally, it was found that the arm was having issues and needed replacement, which could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that the beam out of the arm is misaligned and weak. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the beam out of the arm is misaligned and weak. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The reported weak aiming beam was confirmed. The fse performed all optics bench, silo and arm optical alignment procedures, and found that the aiming beam out of the arm was still misaligned. The fse also cleaned and performed alignment of all mirrors and found they were uncompromised. Additionally, it was found that the arm was having issues and needed replacement, which could have affected the device performance leading to the event experienced by the customer. The articulated arm was returned. Visual analysis identified that the arm was in good physical condition, it swivels and bends with no issues and also locks in place when lock button is pressed and releases when it's unlocked. The lens looks good and clear. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.